Event description:
Patient has been having relatively frequent tracheitis and respiratory decompensation. Today, after the routine trach change, the trach that was removed had a balloon leak. It was a recycled tracoe w/ cuff, req#6494, cycle (1/7), (B)(4), date on packaging 9/24/24. Trach cuff leak- water was leaking into patient's trachea. Trach had been reprocessed 1 time using manufacturer IFU. The cuff uses sterile water for inflating. There was no leak noted at pilot balloon. Not getting the same amount of sterile water return. Suspected leak. Trach removed and leak confirmed. This device was removed and disposed. Note from respiratory therapy care team: rt leadership team working with spd (sterile processing department) leadership on reprocessing process. We are also working with the vendor to identify any areas we can focus on to prevent this from continuing to happen. We are also collaborating with the ent team to change trach changes to q 30 days.